Event description:
(B)(4). Same patient as MDR ID# 2134265-2012-08023. It was reported that post a stenting treatment procedure, the patient experienced pinching of the right ventricular branch, reduction of timi flow, chest discomfort and slight st elevation. Index procedure (B)(6) 2010 - the patient presented with unstable angina. The 99%stenosed, de novo target lesion was 18 mm long with a reference vessel diameter of 2.75 mm, located in the left circumflex artery (lcx). The physician pre dilated the lesion with an unknown balloon catheter and placed a 2.75 x 20 mm taxus liberte stent, residual stenosis was 0%. The physician then treated another 85% stenosed, de novo target lesion, 12 mm long with a reference vessel diameter of 4 mm, located in the proximal right coronary artery (rca) with direct stent placement, using a 4.00 x 16 mm taxus liberte stent. Following post dilation with 5.0 x 8mm apx balloon catheter residual stenosis was 0%. Directly following, the 20% stenosed ostial lesion in the right ventricular branch was noted to be 99% pinched with a reduction in timi flow from 3 to 1. The patient started having chest discomfort and slight st-segment elevation. The physician advanced a whisper wire to the right ventricular branch and balloon angioplasty was performed using a 2.5 x 20 mm apex balloon, residual stenosis 0% and timi 3 flow. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).